Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual observation noted dried blood/body fluid observed in the lumen. A deformation found in the conductor coil at 425 and 430 millimeters (mm) from the terminal pin, concluded from the suture sleeve tie downs. Insulation was found bent also concluded from the suture sleeve tie downs. Conductor coils were deformed at 447 (mm) from the terminal pin due to the grabbing tool. There was nothing visually wrong with the lead that would result in dislodgement. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this lead had displayed a loss of capture (loc) resulted from the lead becoming dislodged. The lead was explanted and other left ventricular (lv) leads were attempted however were not successfully implanted because of patient's anatomy. It was reported that left ventricular (lv) epicardial leads would be placed at a later time. There were no adverse patient effects reported. The explanted lead was returned for analysis.